Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was noted on the isolation tape. The insulin pump was received with a stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that customer's insulin pump had a blank screen. Customer tried using a new battery but the issue persists. Customer's blood glucose was 4.6 mmol/l. The battery compartment lid is stripped. Customer removed the battery for ten minutes and cleaned the contacts, but the screen did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.